Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint of a broken/loose cable. The instrument was found to have a dislodged grip cable at the proximal end in the housing. Failure analysis also found the following additional findings that were not reported by the site: the instrument was found to have a cracked clamping pulley. As a result the grip cable became dislodged. Improper cleaning during reprocessing most commonly causes this failure. The root cause of this failure is attributed to mishandling/misuse. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was damaged and the instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. The instrument was found to have damage of the conductor wire¿s insulation. No material was missing on the area of the damage. The root cause this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the maryland bipolar forceps (part#471172-16/lot#n11200810 0182) associated with this event was performed. Per logs, the instrument was last used on, (B)(6) 2021 on system (B)(4), with 9 uses remaining. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is being reported based on the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event; however, the damaged conductor wire found during failure analysis is a reportable malfunction. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted thoracic procedure, the site noticed the cables on the maryland bipolar forceps were stretched. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.